Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a hahn tapered implant failed. Reportedly the patient presented for implant placement on (B)(6) 2025 on tooth position #19. On (B)(6) 2025 the provider observed bone loss around the implant: however, the patient was asymptomatic. The provider determined that the implant had osseointegration issues and removed the implant on (B)(6) 2026. The patient's bone quality was reported as type ii. No permanent injury was reported.